Manufacturer narrative:
(B)(4) - results and conclusions: the contralateral limb was relined.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm three yrs ago. It was reported that the aortic neck was 31 mm in diameter, etatic and aneurysmal. At 30 days post stent graft implant, the pt presented for a f/u appointment and the CT demonstrated a type I endoleak. The pt refused treatment at that time so the physician continued to monitor the pt. A palmaz stent was placed about 2 yrs ago for a proximal type I endoleak of the talent bifurcated stent graft (ref. MFR. 2953200-2008-00811). The palmaz stent was under-deployed and was not inflated enough, causing the type I endoleak to continue. The talent bifurcated stent graft also apparently had slipped about 1.5 cm distally. The cause of migration is unk. There is a continuing unk type of endoleak and aneurysm sac enlargement. There may be a type ii endoleak, as there were 1 or 2 patent lumbars. There was an intervention performed, whereby the palmaz stent was ballooned, and an endurant 36x36x49 cuff was placed proximally. A 16x16x55 aneurx limb was also placed at the level of the contralateral gate to reline the contralateral limb (file ref MFR 2953200-2011-01268) at the gate.